Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt experienced ineffective stimulation from her scs system. An sjm representative was unable to resolve the issue with reprogramming. At this time, no known course of action has been planned.